Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient underwent treatment of ctp, and cto (chronic total occlusion), approximately 25cm in length, was observed from the bifurcation of the sfa (superficial femoral artery). There was severe calcification. The advance 14 lp low profile balloon catheter was advanced contralaterally for the cto in the sfa. After the balloon was inflated at the value of the rated burst pressure to treat the lesion near the entrance of the sfa, it ruptured during deflation due to severe calcification. Another manufacturer's device was used for the procedure, and there were no reported serious injuries to the patient as a result of the product problem.